Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the rca exhibiting 98% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the stent could not pass the lesion and stent deformation occurred in vivo during positioning. The procedure was not completed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: photo 1: image shows a ¿not passing situation statement¿ photo 2: image shows a portion of a shelf carton and the luer and stent of a device. Deformation is evident to the distal and mid portion of the stent wraps with struts raised. If information is provided in the future, a supplemental report will be issued.